Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that fluid invasion of the subject device caused breakage of the charge coupled device unit/circuit board inside scope connector, leading to the suggested event. The fluid invasion was likely caused by one of the following: -stress applied to open venting connector accidentally while device was under water. - foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. - water invaded leakage tube by breakage/misconnection of tube, breakage of packing at reprocessor/leakage tester tube, or the like. Invaded water entered scope connector during leakage test. - immersed the subject device in fluid for reprocessing while sterilization cap was attached. - connector cap of leakage tester was attached to wet venting connector. - leakage tester was attached/detached while the subject device was under water. - handling of the device at the facility. The event can be prevented by following the instructions for use which state: "the workflow of preparation and inspection before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in ¿troubleshooting¿. Withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿ withdrawal when the wli (white light imaging) and nbi (narrow band imaging) endoscopic images appear on the monitor¿, ¿ withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿ withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿. Warning and cautions: caution. ·before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Leakage testing of the endoscope: perform the leakage test: ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a b30 scope error, switches 1 and 4 were not working, the bending section failed the electrical test, the control body had fluid and severe corrosion, and the scope connector had fluid and was broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.